Manufacturer narrative:
D9: date returned to mfg.: 1/28/2025 one device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. However, the device upstream occlusion sensor and battery door were determined to be damaged. The uso and battery door were replaced as a preventative measure.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed "gravimetric test went over the 21.2ml intended delivery". Status of the product at the time of the event was during testing. There was no patient involvement. No additional information provided.